Event description:
Prior to placement of the zilver stent in the sub-clavian, the tech noted that the wire would only pass about three to four inches into the delivery system before it got stuck. He said that it felt like something was blocking the wire. After several attempts, the wire finally went through the delivery system. The procedure continued as planned. After the placement of the stent the tech tried to do a contrast run, but it did not work. He said it was like the sheath had backed up and allowed contrast to spray outside the patient, but the sheath had not backed up. When they were able to get a contrast run, a 4cm piece of the delivery system tip was noted to have separated. It migrated to the right atrium and was lodged at an angle that made it very difficult to snare. It took the physician over one and a half hours to snare and retrieve the section of catheter. The patient was fine after the procedure.